Event description:
According to the reporter, during an open small bowel resection, when the surgeon attempted to fire by pushing down on both left and right buttons at once, the device partially fired, the knob fell off and the cartridge was stuck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.